Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with the damaged batteries was confirmed by baxter personnel during product evaluation. After further investigation, the quality engineers determined the reported condition was due to an 814:01 failure code. The root cause was assigned to a use/user error. The main batteries were replaced to correct this condition.

Event description:
The facility's field service engineer reported a colleague infusion pump with damaged batteries. It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. There was patient involvement, but no reports of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (u.s.); therefore, it does not contain a u.s. 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the u.s. It is not known at this time if the device is available for evaluation. Should the device or additional information become available, a follow-up medwatch will be submitted.